Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The reaction started as a small bump at the sensor insertion site that became hard, painful, and red. The patient was evaluated by a healthcare personnel (hcp) who performed an incision and drainage procedure to relieve the pressure at the site. The patient was prescribed two different oral antibiotics, sulfamethoxazole and trimethoprim and cephalexin. At the time of report, the patient stated the pain was gone; however, the site still has pus. No additional patient or event information is available.